Event description:
On (B)(6) 2011 customer reported that on the act 5 diff instrument there was the presence of a small amount of clear moisture on the tops of the tubes after sampling. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) indicated that a small amount of diluent was leaking onto the probe after washing. Fse did not find any tubing that was leaking or that required replacement. The fse thoroughly cleaned the probe wipe and needle assembly. Fse also performed the maintenance for the instrument at this visit. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).